Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing in the biomedical service area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate test which was reproduced during flow rate accuracy testing with an under delivery out of specification at a programmed rated of 200ml/hr with a volume to be infused of 50ml and found to be caused by travel of the lower valve and lower finger out of specification. The finger and valve travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.